Event description:
It was reported that resistance was met as a stent delivery system (sds) tried to cross a calcified lad lesion. While attempting to remove the sds, the guide wire was advanced at the same time to maintain guide wire position across the lesion. The guiding catheter jumped back, vessel access was lost, and the sds was withdrawn. Examination of the stent outside the pt revealed stretched guide wire coils attached to the stent. Fluoroscopy confirmed the stretched guide wire tip remained in the coronary artery, which extended into the aorta. Attempts to snare the stretched tip were unsuccessful, the procedure was aborted, and the pt underwent scheduled cardiac surgery the next day for bypass and to remove the separated guide wire tip.